Event description:
I had lumbar and cervical spinal MRI performed with and without contrast. My body was extremely overheated, my heart felt like melting -this is the closest descritpion I can come up with-, I felt weak, nauseous, it was extremely noisy, unlike in my previous numerous experiences. I specifically asked about power setting, if it might have been too high. I was told that they didn't notice power surge. I could hardly stand up and drive back home. The next day, I had terrible stomach aches. I had never such aches and I recall only few stomach aches in my life. I was in a scientific conference that day and had to spend most of the time in the rest room and finally leave home. Since then I get my low extremeties aches, in particular in my legs, some in the genital area. Sometimes it is hard for me to walk. I am concerned about damage to my central nervous system, in particular in the lumbar area, where I had intradural extramedullary schwanoma 3cm size tumor removed from l4-l5 area two years ago. I felt overall fine until this MRI scan. Now my legs show decreased sensation and mobility. I believe that magnetic resonance is harmful if execcessive. This depends on the power settings, which in turn depends on the technician's skills. In this case the technician was very angry, impolite, even abusive, was reluctant to do the full scan MRI. My report to hosp was not taken seriously and no action was taken to any kind so far.